Event description:
The core console was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a bias current warning for hp port 1. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event for bias current error was confirmed by the technician through functional inspection, disassembly and visual inspection. The device displayed bias current error as the pcb 050 did not communicate properly.

Event description:
The core console was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a bias current warning for hp port 1. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.